Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the patient's outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including respiratory failure, sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, although only sepsis was reported by the account, the IFU lists infection as a potential adverse event that may be associated with the use of the heartmate 3 lvas, as well as a potential late postimplant complication. Several sections of the heartmate 3 lvas IFU and patient handbook also provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to respiratory failure, sepsis, and failure to thrive.